Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. The initial reporter to corin confirmed that the root cause of this event was due to operative technique, therefore, the event did not occur due to the malfunction or deterioration of a corin device. Based on this information, corin now considers this case closed, however, if any further information is provided this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During a metafix operation the patient's femur was fractured.